Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of catheter defective / damaged with lot 4025974 regarding item #381511. The DHR for lot 4025974 was reviewed. No related quality issues or process deviations were found. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte-n autoguard winged catheter shreds. The following information was provided by the initial reporter: 24 gauge IV catheters have shredding issues when used. Reference no harm to any babies. One baby ended up with central line as not able to place peripheral IV.